Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, foreign substance on the posterior side of the iol was observed. Implant with this linear foreign debris seriously stuck won¿t come off with irrigation/aspiration (I/a) and on one of them had to use a lester hook to release. Additional information was requested. There are three medical device reports associated with this complaint. This report is 1 of 3.

Manufacturer narrative:
The product was not returned. A photo was provided of an eye. A linear mark or material was observed which appeared to be on the posterior surface. The lens edges were not visible. Unable to determine orientation in relation to the fold path. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. A photo was provided. A linear mark or material was observed which appeared to be on the posterior surface. A determination as to the origin or nature of the mark/material cannot be made without physical examination of the product. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The reporter has not responded to follow up requests. File will be reopened if new information is received the manufacturer internal reference number is: (B)(4).